Manufacturer narrative:
Only one half of the damaged lens was returned submerged in clear liquid inside a small plastic specimen jar. The jar was returned in a large biohazard bag. The lens was removed and allowed to air dry prior to evaluation. The portion of lens that was returned contained the one haptic area. This haptic was broken in the distal area. The broken portion of haptic was not returned. The optic was cut from the edge, through the center, to the opposite edge similar in appearance to damage created when removing a lens from the eye. The optic was also torn and split from another area of the optic edge. The damage travelled horizontally toward the optic center. The optic also had small cracked areas. Product history records were reviewed and documentation indicates the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. Half of the explanted lens was returned to evaluate. This half included only one haptic area. Optic and haptic damage was observed. The damage through the optic from edge to edge was similar to damage during removal from the eye. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the additional optic and haptic damage is also not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information provided in follow up indicated that the surgeon states the lens was defective during insertion, and noticed on visit, had to bring patient back to surgery to remove the lens. During removal of the lens, the haptic had been chopped off. Damage to the other haptic and other half of the optic cannot be confirmed due to only one half of the explanted lens was returned. (B)(4).

Event description:
A scrub technician reported that during implantation of an intraocular lens (iol) the haptic was broken. Additional information was requested and received stating that the lens was lens was defective during insertion and noticed that during a post- operative visit. The lens was removed in a secondary procedure and while removing the lens the haptic was chopped off.